Manufacturer narrative:
The pump passed the functional testing, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The pump was tested using a water filled reservoir. The units left on the reservoir matched with the units left on the status screen. No delivery anomaly was noted during testing. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, and cracked battery tube threads.

Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had low blood glucose and reported that insulin pump may be over delivering insulin. Customer's blood glucose was 2.6 mmol/l. Customer was playing hockey, but blood glucose was lower than normal. After troubleshooting, customer was advised that insulin pump would need to be replaced as customer thought that insulin pump was over delivering.